Manufacturer narrative:
Attempts to acquire the required event date, circumstances, and patient information are ongoing. Welch allyn will update this report, when it has acquired this information.

Event description:
Unit will not turn on.